Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional additionally reported "any creases associated with hole." The device has been explanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: brown particles inner device and opening extended on radius. Leak test and microscopic analysis were performed which identified: striated opening on anterior and crease flat. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage and creases are observed but have no relationship with manufacturing."

Event description:
Healthcare professional reported "deflation" against left device. Healthcare professional additionally reported "any creases associated with hole." The device has been explanted.